Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had priming anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated priming get stuck during priming had to keep rewinding it and start the prime again. Customer stated insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly. No excessive no delivery or occlusion alarm noted. No unexpected rewind anomalies noted. No unexpected audio or vibrate anomalies or absence anomalies noted. Device failed self test. During back light check, there was a portion of the el panel that was not lit due to damaged el panel. Device received with stripped battery cap coin slot(p) and cracked lcd window. (B)(4).